Event description:
On 01/27/1999, the facility's or nurse informed the manufacturer's (MFR.) Sales representative of the following: on 01/27/1999, prior to insertion of the device, the surgeon determined that the device was not functional; however, the specific problem the surgeon encountered with the device was not specified. No further details were provided.